Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Device evaluation: the device was not returned to zoll medical corporation, instead a request to review the activity log was received. Review of the activity log from the reported event concluded that the device worked as designed and within specification of the technology. Review of the device log identified low battery warnings, which continued for approximately one hour, before the device powered off. Upon power-up the device displayed a "replace battery" message and powered off again. Throughout the entire timeframe, the device was operating solely on battery power, with no external power applied. These warnings/prompts indicate that the inserted battery did not have a sufficient charge to maintain device operation, which ultimately led to the device shutting down. The device worked as designed and within specification of the technology. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there were no adverse effects to the patient due to the reported malfunction.